Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 locking screws part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three 2.7mm variable angle(va) screw heads sheared off during a hardware removal. On (B)(6) 2012, the patient was implanted with a variable angle medial distal tibia plate. On (B)(6) 2014, an ankle arthrotomy was performed and hardware removal from tibia and fibula. During the removal of the variable angle medial distal tibia plate, the three va screws were unlocked by hand before the screw heads sheared off during removal. Two of the broken screw shafts were removed using a broken screw removal set. The third broken screw broke again as they attempted to remove it. The surgeon elected to leave the screw implanted. The surgery was delayed approximately 15 minutes due to the broken screw. Two 2.7mm cortex screw were used for anterior posterior lag screws. The x-ray verified that none of the broken screws impinged on the lag screws. The procedure was successfully completed without any reported patient harm or any planned reoperation. It was reported at a later date that the reason for the removal was patient preference and no alleged product problem. This report is for 3 locking screws part and lot number unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; the sales consultant reports that the reason for the removal was patient preference and no alleged product problem. It was also reported that the surgeon informed that the screws are extremely difficult to remove and break in a segmental and very reproducible way when removing them from around the ankle. The surgeon added that there are no problems at the wrist or elbow.